Event description:
On (B)(6) 2012, lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter would not power on. The complaint was classified based on additional information obtained by the medical surveillance specialist on (B)(6) 2012. F the patient stated that the alleged issue started at 1 p.m. On (B)(6) 2012. The patient told the mss that she tests her blood glucose 8 times a day (maybe more or less depending on how she is feeling) and that her normal results are between 60-400 mg/dl. The patient claimed that her normal blood glucose range is wide due to exercising and over correction of insulin. The patient reported managing her diabetes with insulin pump therapy (33 units a day, about 1.4 units per hour). The patient mentioned that she manages her diabetes with humalog insulin (self adjusting; based on blood glucose results and carbohydrate intake). The patient denied making any changes to her diabetes management as a result of the alleged issue. The patient claimed that she developed symptoms of "being mean to other people, extreme thirst and tired" within 7 hours of the alleged power issue starting. The patient said that she associated the symptoms she developed with high blood sugar. The patient informed the mss that at the onset of symptoms she began to treat herself with insulin. The patient said that she would give herself a little bit at a time (guessed amounts) until the symptoms went away a day or so later. The patient denies doing anything outside of her normal diabetes management prior to the onset of symptoms that could have caused the symptoms and stated that she felt she developed the symptoms because she was not able to give herself the correct amount of insulin due to the alleged power issue. At the time of troubleshooting, the cca confirmed that the patient was using the correct test strips and that the subject meter was not being used for the first time. The cca documented that the patient was not able to turn the subject meter on manually or with a test strip. The alleged issue was not resolved with troubleshooting. Replacement product was still sent to the patient. This complaint is being reported as an adverse event because the patient reportedly developed symptoms suggestive of dehydration which are suggestive of acute hyperglycemia. In addition, the alleged power issue was not resolved with troubleshooting. (B)(4)

Manufacturer narrative:
Device evaluation: the lay user/patient's meter has been returned ((B)(4) 2012) and evaluated by lifescan product analysis ((B)(4) 2012) with the following findings: the meter involved with this complaint failed testing. The meter was found to have pcb contamination. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1 (08/07/2012)-device evaluation: the meter involved with this complaint has been returned on (B)(6) 2012 and evaluated by product analysis (pa) on (B)(6) 2012 with the following finding: the meter involved with this complaint failed testing. The meter was found to have pcb contamination at u5. Lifescan (lfs) has requested the return of the test strips for evaluation. If the test strips are returned lfs will evaluate them and inform FDA of those findings in a supplemental report. At this time, lifescan considers this matter closed.